Event description:
During troubleshooting of a check lines and bags alarm, the care giver (cg) stated that she disconnected the supply bag and attached it to the heater line because the heater bag was empty. Gts advised the cg not to disconnect any bags during therapy due to possible compromising of the set. Gts assisted the cg with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.